Event description:
It was reported that this right ventricular (rv) lead was explanted due to patient twiddled the device and pulled the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed kinks and slightly twisted lead body approximately 90-280 millimeters (mm) from the terminal pin. Based upon the clinical observations and the laboratory findings, investigation determined the lead was dislodge due to lead having been twiddled.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to patient twiddled the device and pulled the lead. A new lead was implanted. No additional adverse patient effects were reported.